Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states that there is a history of lung cancer in his family, and he has stopped using the device after being notified of the recall and requested a replacement device. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. A gfe request was submitted to obtain additional information and to inquire if the patient will return the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: the device has not been returned to the manufacturer.